Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was a temperature issue with the pump. The reporter denied any damage to or moisture in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: on investigation, the pump failed to power on; complete device investigation was not able to be performed because the pump would not power on. Unrelated to the original complaint, there was moisture corrosion inside the battery compartment and the battery compartment was cracked. Leak testing revealed moisture leakage into the battery compartment at the site of the battery compartment crack. Product analysis was unable to investigate the temperature complaint due to failure to power on resulting from moisture damage. Investigation did not confirm the original complaint claim of ¿no damage¿, as the battery compartment demonstrated damage.